Manufacturer narrative:
Evaluation summary: analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694765, lead, implanted: (B)(6) 2011; 5076-52, lead, implanted: (B)(6) 2011. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was early battery depletion and the device was at rrt (recommended replacement time). High lv (left ventricular) threshold was also reported. The device was explanted and replaced, and the lv lead remains in use. No patient complications have been reported as a result of this event.